Manufacturer narrative:
Philips service replaced the empty pc box with backpannel and pfs272 powertray fru, reinstalled software, and restored the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that device failed to boot; back panel and software replaced on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.